Event description:
Pt received a potential burn during an ultrasound physical therapy treatment. Pt was being treated in the area of the gastro. The treatment parameters included the use of the 5 cm squared ultrasound applicator with the output setting at 1 to 1.2 watts per centimeter squared, 1 mhz frequency, and the duty cycle set to 100%. When the clinician applied the applicator, the pt complained of a burning sensation. The clinician terminated the treatment. The pt did not receive an injury. The pt had received ultrasound therapy prior to the potential injury incident. The clinician noted that the ultrasound applicator gave numerous 'uncoupled' indications prior to this incident.

Manufacturer narrative:
Awaiting device return and evaluation.